Event description:
It was reported that the compressor alarmed for low pressure. There was no patient involvement. (B)(4).

Manufacturer narrative:
The compressor was investigated by our field service engineer. Two deviations related to the low pressure error were found and attended to; the exhaust tubing was loose and the shaft on the inlet air filter was damaged which caused a leakage. The exhaust tubing was set into place and the filter was replaced. After the service the unit passed all functional and safety tests and was returned to clinical use. The cause of the damage on the filter shaft is not known.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).